Manufacturer narrative:
Surgery date of (B)(6) 2017 used as the date of event, as the exact date of hyphema onset is unknown, but estimated to be 3-4 weeks prior to the medical monitor consult on (B)(6) 2017 and postoperatively from the surgery date of (B)(6) 2017. The device is not available for evaluation. Device identifiers are not available. Hyphema and vision loss are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA on 05/11/2017.

Event description:
The surgeon reported that an istent patient presented postoperatively with a persistent microhyphema (approximately three weeks) not responding to or improving with topical medications. The patient complained of irritation with a mild decrease in visual acuity, and was prescribed atropine and timolol drops. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported that the patient has had a persistent hyphema for the past three to four weeks. The patient¿s iop has been in the mid to upper 20¿s with vision in the 20/50 range. The patient is active and unhappy with the current vision and restrictions. The surgeon was not satisfied with the current stent position, as the heel was not sitting in the canal, and the surgeon was not sure if the stent was rubbing on the peripheral iris. The glaukos medical monitor and the surgeon discussed different treatment options including stent removal with anterior chamber washout or stent repositioning with anterior chamber washout. Additional information was requested and the following details were provided by the surgeon. The stent was explanted on (B)(6) 2017. The surgeon noted the stent to be in good position prior to explant. Following the procedure, heme was noted on the patient¿s iris near the istent removal site, which the surgeon felt was not related to the istent removal. Heme was also noted at the istent site as expected. The surgeon expressed concern that the patient may have a bleeding disorder, and referred the patient to a specialist.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2017 the surgeon reported that the patient's current status was good, and that the event had resolved.